Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1909 was inspected with no reported discrepancies complaint history review: a review of complaints related to p/n 219999, robot number: rob1909 shows no other similar complaints for tha software - limb length discrepancy. Conclusions: the alleged failure mode cannot be confirmed because the relevant log files and session files were not provided for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Event description:
The following was reported: surgeon performed an exeter trident makoplasty (express) tha with a direct anterior approach on-table (purist) for a patient returning for their second hip replacement. Surgeon experienced difficulty placing templated reamer basket into wound due to limited exposure and significant rim osteophytes. Requested to multistage ream to eventually ream templated cup size. Experienced difficulty and frustration with mics handpiece and requested using a manual power drill (set to ream) to power the mako reamer guided by haptics with the robotic arm, reaming into red volume. Then attempted unsuccessfully to introduce cup on impactor handle into wound. Decided to unthread cup and manually inset cup with fingers and then attempted to thread mako offset impactor handle into cup before engaging robotic haptic alignment. Cup was impacted to 3mm proud (appearing slightly inferior to plan on the 3d model but within the reamed socket in model). Cup plane verification performed and cup confirmed to be within 1degree of target inclination and version. Proceeded with femoral preparation. No acknowledgement that manual cup threading of impactor handle into cup already in wound could provide this proud reading of cup not fully threaded. Proceed with femoral preparation. Templated 37.5#0, matching implant sizes on her previously operated right hip. Surgeon unable to broach the templated 37.5#0 rasp all the way down canal (? Cortical tightness) and requested smooth trials. Able to fit the 37.5#0 smooth down canal and performed trial reduction. Had templated/planned to add approx +5mm of hip length pre-op. Trialling off 37.5#0 smooth trial and 32+0 head trial, mako measured operative hip length and offset as +10mm length and +1mm offset. Plan linear measurement from shoulder of stem to tip of greater trochanter was templated as ~20mm. Surgeon intra-operative digital ruler measurement of this distance was 29mm. Surgeon asks for stem to be opened and uses digital ruler to measure pre-operative templated distance to replicate distance intra-operatively. Trials 32+0 head and performs trial reduction where mako now measures hip length as added +19mm, offset +1mm. When compared to non-operative hip, the left hip was measuring +13mm longer. Verbalised that purist table showing ~8mm of length when removing all traction, completing trial reduction by returning operative limb to its starting position. Surgeon asked for definitive 32+0 head as was clinically stable. Prior to assistant removing pelvic array, I asked if he could check the pelvic checkpoint (surgeon chooses to capture this off-label directly off the clamp rather than using a boney checkpoint). The checkpoint passed green (<1.0mm). Surgeon confident captured proximal checkpoint position was consistent, and we never had proximal-distal checkpoint distance change warning (which signifies if checkpoint captured in different location). These factors suggest the robot reduction values were correct based on the data given. Patient then gets transferred off operating table and surgeon assessed malleoli. Clinical assessment of leg length when transferring patient from operating table postoperatively confirmed that length has been added (surgeon believing 8 or 9mm).